Event description:
Foley catheter inserted prior to surgery. When removed in pacu, foley retained 2-3cc of h2o. Unable to fully deflate. Removed from pt. Pt complained of pain. Foley balloon observed to retain 2-3cc.